Manufacturer narrative:
The first performance test was questionable as some values were low. There were no problems with the second performance test. The investigation was unable to find a definitive root cause. A general product problem could be excluded.

Manufacturer narrative:
The field service engineer ran performance testing on the analyzer.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module (e601). The sample initially resulted as 1.13 ng/ml when tested on the e601 analyzer and this value was reported outside of the laboratory. The laboratory received a call from the physician asking for a re-check of the patient since the patient's tpsa is normally over 6 ng/ml. A second sample was collected from the patient and tested on a second e601 analyzer on (B)(6) 2018, resulting as 6.50 ng/ml. Since the value from the second sample was different from the first sample, the first sample was then repeated on the original e601 analyzer, resulting as 7.05 ng/ml on (B)(6) 2018. The first sample was also repeated on the second e601 analyzer, resulting as 6.53 ng/ml on (B)(6) 2018. The second sample was repeated on the original e601 analyzer on (B)(6) 2018, resulting as 7.19 ng/ml. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 291528. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer. Upon review of calibration data, signals for a calibration performed on (B)(6) 2018 were determined to be ok. Calibration signals from a calibration performed on (B)(6) 2018 are slightly higher than expected. The provided quality control results were within range. Upon review of the alarm trace, no relevant alarms were observed around the time of the event.